Event description:
On (B)(6) 2022 nalu was made aware of a system explant. Patient involved in trial phase presented on (B)(6) 2022 with a fever. Physician elected to remove the system and not proceed with permanent implant. Medical team reported to nalu that there is no reported infection at the time of explant.